Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)') and device expulsion ('migration of essure device ¿uterus/ essure on one side that migrated outside the fallopian tubes') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 2003; (B)(6) 2007; (B)(6) 2007 and uterine fibroid. In november 2009, the patient had essure inserted. In november 2009, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). In june 2010, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/menstrual pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In august 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (termination and hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy, device expulsion, migraine, dysmenorrhoea, fatigue, menorrhagia, vaginal haemorrhage and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, ectopic pregnancy, fatigue, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal details discrepancy noted in essure insertion date- nov-2009 and (B)(6) 2011. Most recent follow-up information incorporated above includes: on 21-nov-2019: plaintiff fact sheet was received. Event added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), lower abdominal pain. Reporter information, essure removal date, events onset date were added. Essure insertion date were updated. On 21-nov-2019: plaintiff fact sheet was received. No new information were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)') and device expulsion ('migration of essure device ¿uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo any confirmation test." The patient's medical history included multigravida, parity 3 ((B)(6) 2003; (B)(6) 2007)) and uterine fibroid. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/menstrual pain") and fatigue ("fatigue"). The patient was treated with surgery (termination and hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the ectopic pregnancy, device expulsion, migraine, dysmenorrhoea and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered device expulsion, dysmenorrhoea, ectopic pregnancy, fatigue and migraine to be related to essure. The reporter commented: discrepancy noted in essure removal details most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received. Case becomes incident & injury nos replaced by adding new events: migraines / headaches; migration of essure device ¿uterus, dysmenorrhea (cramping); pain; fatigue; pregnancy (ectopic), device ineffective, plaintiff did not undergo any confirmation test. Medical history was added. Reporters information updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.